Manufacturer narrative:
(B)(4) - mesh exposure; difficulty with ambulation; dyspareunia; constipation. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that a patient underwent a gynecological procedure on an unknown date and mesh was implanted. The patient reported that she experienced a mesh erosion and that the mesh was coming through her vagina which caused constant pain and health problems. She underwent nine operations in the past year, was unable to walk far, and had constant pain in the groin, left leg, buttock and pelvic area. The patient experienced problems having bowel movements. The patient was physically sick when the pain was at its worse and was prescribed morphine tablets to control the pain. The patient was unable to have sexually intimacy due to pain. The patient is awaiting a MRI and further operations to trim the mesh are planned. The patient stated she can¿t ride her bike, lift children anymore or go on long walks.